Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Locking bolt for proximal body (milled) broke at the threads when doctor was torque tightening to distal stem. When he got to 180lbs of torque, the screw broke in 2 pieces.

Manufacturer narrative:
An event regarding crack/fracture involving a 19mm shallow milled body component (B)(4) was reported. The event was confirmed. A material analysis has been performed. The report concluded. The milled locking bolt fractured at the root diameter of the third thread nearest the head. The milled locking bolt broke in a ductile manner due to an overload in torsion. No material or manufacturing defects were observed. Sem/eds analysis showed the restoration modular bolt to be made of a ti-al-v alloy consistent with the astm f136 alloy. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The investigation concluded that the fracture was consistent with the application of an overload in torsion. No material or manufacturing defects were observed on the device.

Event description:
Locking bolt for proximal body (milled) broke at the threads when doctor was torque tightening to distal stem. When he got to (B)(6) lbs of torque the screw broke in 2 pieces.